Event description:
An agfa field service engineer (fse) responded to a service call to replace a collimator of the site's dx-d100 mobile unit. The fse replaced the collimator to address and complete this service call. The customer contacted the fse on (B)(6) 2015, and communicated that on (B)(6) 2015, the replacement collimator fell off of the tube arm and almost hit a patient during an exam. This event occurred one week after the replacement collimator was installed. There were no injuries to the patient or customer during this event. The fse went to the customer site on (B)(6) 2015. After confirming the proper installation of the collimator with agfa technical support, the fse re-attached the collimator, performed light field centering and tightening adjustments in accordance with the manufacturer's instructions. Test images were successfully acquired. Since the time of the collimator re-installation, the collimator is securely attached to the dx-d100 system and working as intended with no further problems. Investigation determined the root cause of the collimator falling was the fse failed to tighten the screws properly when he initially replaced the collimator. Further review of the incident revealed the fse had been fully trained on collimator replacement and shown how to remove and install the collimator during a training class in (B)(6) 2013. The fse had performed several maintenance tasks on a collimator, but had never replaced a complete collimator. The event has been discussed with the fse and the fse fully understands how to utilize the service manuals provided and how to tighten the screws properly. No further correction required for this event.

Manufacturer narrative:
(B)(4).